Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that the patient undergoing deep brain stimulation (dbs) experienced insufficient stimulation, which adversely affected mobility in his left leg. As a result, a lead explant procedure was performed.

Event description:
It was reported that the patient undergoing deep brain stimulation (dbs) experienced insufficient stimulation, which adversely affected mobility in his left leg. As a result, a lead explant procedure was performed. Additional information was received that the patient began experiencing symptoms following her dbs programming session. Although the physician does not attribute the symptoms to the programming, the underlying cause remains unknown. A magnetic resonance imaging (MRI) was performed and confirmed the absence of any additional pathologies. Consequently, the therapy has been deactivated and no further issues have been reported. The lead has been discarded and will not be returned for further analysis.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient undergoing deep brain stimulation (dbs) experienced insufficient stimulation, which adversely affected mobility in his left leg. As a result, a lead explant procedure was performed. Additional information was received that the patient began experiencing symptoms following her dbs programming session. Although the physician does not attribute the symptoms to the programming, the underlying cause remains unknown. A magnetic resonance imaging (MRI) was performed and confirmed the absence of any additional pathologies. Consequently, the therapy has been deactivated and no further issues have been reported. The lead has been discarded and will not be returned for further analysis.